Manufacturer narrative:
Analysis identified an anomaly with the pump's suture loop. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for the pump and catheter explant was an unsuccessful medication refill on (B)(6) 2018. The pump was thought to have flipped inside the subcutaneous pocket. A revision was considered, but explant was decided upon due to patient success with oral narcotic treatment. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the flipping of the pump was confirmed and the cause identified by the doctor was pannus/body habitus. The affected devices were explanted on (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 10-mar-2019, (B)(4). Analysis of the catheter found a kink in the catheter body. Interrogation of the device revealed it contained morphine and bupivacaine in minimum rate mode. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for spinal pain and degenerative disc disease/herniated disc pain. Further information was not provided. No further complications were reported/anticipated or expected.